Event description:
It was reported during a lead revision procedure (ref MFR report # 1627487-2014-26655) all contacts revealed invalid impedance. The lead was detached from the header and re-inserted back in. Effective therapy was achieved postoperatively. The issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.